Event description:
Customer reported experiencing false lows during the day and night for a few months. Customer wears the device in the upper buttock or abdomen. Incidents have occurred with different sensor from different boxes. Customer stated the sensor glucose will drop as low as 2.mmol/l and then it might increase in the next three to four hours. Customer was wearing a sensor but had turned off the sensor feature. Customer has been getting calibration error and restarted sensor. Reviewed carelink data which determined the sensor would read below 10mmol/l when customer blood glucose was normal. Customer calibrates three times a day. Customer uses over tape. Transmitter passes test plug procedure and transmitter was 23 months old. No further information reported.

Manufacturer narrative:
Reliability analysis was done on one open/used enlite sensor. The sensor was inspected and bicarbonate buffer test was performed per dop114-830. The sensor failed per specifications due to high readings.